Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was readmitted for heart failure symptoms and fluid overload. The patient developed probable right heart failure. He was 3+ edema but albumin was 1.0 and total protein 2.3. The center thought he might have developed an enteropathy related to right heart failure. He was started on ultra-filtration and liters of fluid came off. Inr quickly peaked at 4.0. Suddenly, patient went bradycardic and died almost in the same breath. The patient has never thrived since implant. The family agreed to a limited autopsy and the pump and controller will be returned.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.